Event description:
Arrive2 clinical study. 187 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.50mm, 80% stenosed, 5.0mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with direct stent placement and ivus with placement of a taxus express2 8.8% 2.50x20mm drug eluting stent. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 187 days after the initial procedure the patient required a tvr. The physician successfully placed a taxus express2 stent in the prox cx. The patient was discharged the next day.